Event description:
During an unspecified treatment procedure, the maverick2 monorail 12/2.0 mm balloon ruptured at 11atms. The pt was asymptomatic during this event. The maverick2 monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No pt injuries or complications were reported.